Event description:
It was reported that the pump was empty and there was new pain in the back and hips. This event resulted in in-pt hospitalization, was a life threatening situation was a severe adverse drug event. The intervention was reprogramming/refill/bolus. The doctor performed side port aspiration and filled pump with fentanyl and bupivacaine. The pump medication was reduced by 50%. The pump administered fentanyl at a concentration of 500.0 mcg/ml and a daily dose of 174.69 mcg/day and bupivacaine at a concentration of 10.0 mg/ml at a daily dose of 3.494 mg/day. The pump logs had not been read. The pt outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).